Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that right ventricular lead exhibited over-sensed noise. Lead noise was reproducible in isometric testing. No intervention was performed. The patient was in stable condition.